Event description:
The following has been reported: front case broken. A preliminary review of the device logs was not performed. The device was returned for evaluation. Upon return, the device was not turned on nor was a mock infusion performed due to rattling when the pump is shaken. The front housing is excessively damaged in the lower right corner. The rear housing is damaged to broken screw mounts. The lcd screen is damaged due to broken screw mounts. The front housing, rear housing, and lcd screen will be removed and replaced during the repair process before being sent to the test line for full functional testing. During testing, the device experienced a pneumatic failure of the air compressor failing to charge negative pressure and the air compressor will also be replaced. Reporting as a conservative measure due to the air compressor issue identified during testing. No adverse effects were reported.